Event description:
It was reported that the catheter was placed into the right radial artery of a (B)(6) male patient in the cath lab and was then transferred tot he critical care unit. The patient was (B)(6) and had impella in heart. The clinician noticed blood oozing from the insertion site and the patient's hemoglobin dropped. The patient was in restraints and the catheter kinked and a hole was noticed. As a result, the catheter was replaced with a new arrow catheter. There was no delay in treatment and no patient death or complications reported. The hole was located where the catheter meets the hub.

Manufacturer narrative:
(B)(4).